Manufacturer narrative:
Concomitant medical products: reveal linq cardiac monitor, lnq11, s/n: (B)(4); mosaic porcine heart valve, 305c21, s/n: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the interstim helped until the day prior to the report when they started to have diarrhea. It was indicated that they wanted to increase. The patient mentioned that they had the device for their bowels, but hoped it would help with their bladder too. It was noted that the patient had 12 staples that were scheduled to be removed at the follow-up appointment on (B)(6) 2016. The patient was going to follow-up with the healthcare provider to see if they wanted the patient to use the programmer paddle over the implant yet, and to notify of them of the diarrhea if it had not resolved. The indications for use were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.